Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction to analgesics. In june 2012, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("irregular menstrual cycle") and ovarian enlargement ("enlarged overy"). The patient was treated with ibuprofen and surgery (to remove the essure implant/hysterectomy (full),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vulvovaginal pain and ovarian enlargement outcome was unknown and the menstruation irregular had resolved. The reporter considered dyspareunia, menorrhagia, menstruation irregular, ovarian enlargement, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2012 : patient underwent hysterosalpingogram on (B)(6) 2014. Type of test: transvaginal ultrasound (tvu). I was told that my ovary on the right side was enlarged. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event : abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), vaginal pain, irregular menstrual cycle, enlarged ovary were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.